Event description:
Respiratory therapy responded to patient who was bradycardic and nonresponsive while on the ventilator. When they removed the tubing from the trach collar and attached to ventilator to bag patient, his condition immediately improved. The team noticed that the exhalation cap on the inline suction was not removed.